Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) unit was giving fiber optic sensor failure message when powered on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions,h10. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that giving fiber optics sensor module failure. Replaced fiber optics module. Performed full calibration, function check and safety check passed to factory specifications. Returned to clinical use. The failure analysis and testing department received a fiber optic module assembly with a reported of the ¿fiber optic module failure/code 53¿. Performed visual inspection of the fiber optic module assembly per the cardiosave service manual p/n 0070-00-0639 rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture s/n (B)(6) for testing of the reported problem. Performed and tested in accordance with the service manual p/n 0070-00-0639 rev r, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (1 hour) did not trigger the reported problem of the ¿fiber optic module failure/code 53¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the fiber optic module to the supplier for failure analysis as per 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. Fat received pn 0670-00-1160 back from the supplier. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.